Manufacturer narrative:
The investigation for the reported access site bleed and the pump stop has been completed. Impella cp was returned for evaluation. Upon visual inspection, a large purge gap was found. Data logs were reviewed and a high motor current pump stop with alarm #13 occurred. Multiple attempts were made to restart pump without success. Clinical details noted that clinical team attempted to restart the pump on new console without success. The root cause of the pump stop was due to bearing wear as pump was run past indicated design life. Clinical details noted that cp pump was inserted via axillary graft from failed 5.5 insertion attempt and on day 2 of support graft anastomosis bleed was occurring at access site. Patient was taken to or to repair bleed. The root cause of the access site bleeding - major was a use issue as patient had to be taking to the or to repair anastomosis. Added-b1 selected adverse event; b2 selected required intervention to prevent damage; b5 addl event narrative; h6 clinical code 1888; h6 impact code 4625

Event description:
Additional information states that on day 2 of support, patient experienced a graft anastomosis bleed at the access site and was taken back to or for repair.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The instructions for use state the following concerning pump stopping: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 68-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. After 18 days of being admitted, the pump stopped for a total of three times on that day. The pump was then explanted and an intra-aortic balloon pump was implanted.